Event description:
Healthcare professional reported right side "implant struck by suture while implanting". Device was explanted and replaced. The event of "break" is not related to the device. The event of device handling problem (use error) is considered serious and reportable.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant struck by suture while implanting".